Event description:
A customer reported experiencing a cgm error 42 related to their device. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive guidance on performing a pump reset, and the customer successfully started a new sensor session without encountering the error again.